Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of four on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.